Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6), 2016. According to the report, the distal end of the peritoneal catheter was found to be occluded. The report stated that the pressure level was not able to be measured and there was no cerebrospinal fluid coming through to the reservoir. It was reported that the peritoneal catheter and valve were explanted and replaced with another device. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personal. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.